Event description:
It was reported that there were difficulties during the deployment of two stent grafts. Reportedly, the intended procedure included treatment of a lesion in the sfa and the iliac artery. After successfully treating the lesion in the sfa, the physician proceeded to treat a lesion in the iliac artery. In a contralateral approach and sheathless, the physician advanced a 7 x 60 mm stent graft. Once at the intended treatment site, the physician deployed 30% of the stent graft, but the stent graft would not deploy any further. The physician removed the device from the pt without any difficulties. The physician then advanced a 7 x 80 mm stent graft and positioned it at the target site. The physician deployed approx 70% of the stent graft, but was unable to deploy it any further. The physician attempted to removed the device, but the stent graft came off from the delivery system and deployed in the left iliac artery, treating the target lesion and extending approx 20 mm to 30 mm into the aorta. The physician was concerned of the patency at the bifurcation and the other iliac artery; therefore, in a kissing stent technique, deployed a stent graft in the right common iliac artery. The procedure was completed successfully without any injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product. The device was found to have met specification prior to shipment. No mfg anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. A stent delivery system was returned for eval. The stent graft was found to be released and was not returned as it was implanted. Investigation findings show that the outer sheath was elongated at the catheter reinforcement. The outer sheath was found to be elongated indicating that high friction forces affected on the system, which may have caused the reported failure to deploy. No images were provided showing the malpositioned stent graft. An angiogram was provided showing an occlusion in the left iliac artery. The angiogram of the left iliac artery does not provide any add¿l relevant info to determine the root cause for the reported event. However, this event may have been associated with difficult anatomic conditions. Based on the condition of the sample, in particular the elongated outer sheath, it is concluded that high friction forces affected on the system and the reported failure to deploy is confirmed. However based on the info available a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: complications associated with the use of this device may include the usual complications associated with tracheobronchial stent graft placement such as stent graft misplacement. The stent graft lumen must be flushed before introduction of the delivery system. This application represents an off-label use of the device. This device is indicated for the treatment of tracheobronchial strictures.